Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the pen would not depress. Consumer does not re-use. Lot#: unknown, catalog#: 320555, date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the pen would not depress. Consumer does not re-use. Lot #: unknown, catalog #: 320555, date of event: unknown.